Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, - 11.00/+1.0/086 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to patient related factor.

Manufacturer narrative:
Device evaluation: lens was returned in a specimen cup. Visual inspection found the lens optic and haptic torn. Claim#:(B)(4).